Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Os 111127 - the dentist had to remove the dental implant because it had no primary stability. Patient had insufficient bone quality/quantity (bone type ii).